Manufacturer narrative:
On april 29, 2019, testing received one new primary tubing set, the used set involved in the event, and an extension set. Leakage was observed at the drip chamber air vent of the used tubing set. The probable cause of the observed drip chamber vent leak was excessive pressure applied to the drip chamber vent during use. Testing determined the excessive pressure is the result of the bag height, that is attached proximal to the drip chamber and/or the pressure exerted by a source proximal to the drip chamber. Additionally, the new tubing set was tested for drip chamber vent leaks, which was not observed. A manufacturing batch record review was completed and no discrepancies were identified. The quality inspection of the final visual and physical evaluation results indicated the product met specification requirements.

Manufacturer narrative:
(B)(6). The device is expected to be returned; however, it has not been received for testing and investigation.

Event description:
The customer contact reported the primary plum tubing set was infusing the drug therapy, taxol, when a leak was identified from the filter above the drip chamber. There was patient involvement, but no adverse event/harm or delay in critical therapy. No further information has been provided.